Manufacturer narrative:
The technician found the latch covers were bent. He replaced the latch covers to repair the bed.

Event description:
The account executive stated the staff is complaining that the beds siderails are not raising properly. She said the latch cover is preventing the siderail from raising. The customer must grab the latch cover and lift it up to allow the rail to be latched.